Event description:
Event description guidant received information that this atrial lead, which has been implanted for 10 years, had an increasing lead impedance measurement over the last 6 months, from 480 ohms to 1570 ohms. When the patient's left arm was moved, noise was sensed. The device had the polarity changed, with no change in the situation. The patient will be monitored for one month, to see if the mode change to (vvi) ventricular pacing and sensing will provide therapy. The physician suspects a lead fracture.